Event description:
It was reported that during the implant of the new quartet lead sn bpp011315 doctor wanted only merlin psa stimulation test over stimulation screen. A "bipolar" stim path showed good results (tip-prx.ring). Lead was connected to unify quadra, gain all "bipolar" stim pths showed impedances over 3000 ohm and loc, the unipolar stim showed normal impedances and a good capture. Further information is not available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.